Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device displayed "defib disabled", "defib fault 72" and "defib fault 76" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty resistor on the pace/defib engine board. Analysis for reports of this type has not identified an increase in trend.